Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Moreover, while a definitive root cause was unable to be confirmed, per report, it appears the ventricular perforations may have been caused by the guidewire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: frangieh, antonio h., et al. "Standardized minimalistic transfemoral transcatheter aortic valve replacement (tavr) using the sapien 3 device: stepwise description, feasibility, and safety from a large consecutive single-center single-operator cohort." Structural heart 1.3-4 (2017): 169-178.

Event description:
As reported by the edwards affiliate in europe, a journal article titled, "standardized minimalistic transfemoral transcatheter aortic valve replacement (tavr) using the sapien 3 device: stepwise description, feasibility, and safety from a large consecutive single-center single-operator cohort", reported that post tavr procedure (dates unknown) two patient¿s developed a tamponade due to left ventricular wire perforation. One patient required thoracotomy and the second patient died due to severe hemodynamic disturbance despite pericardial drainage and extracorporeal membrane oxygenation.

Manufacturer narrative:
(B)(6) 2015: the journal article noted the events had occurred between (B)(6) 2014 and (B)(6)2016, however, the sapien 3 approval date is 18-jun-2015. Additional information: ref. Mfg. Report numbers: 2015691-2017-03861, 2015691-2017-03862, 2015691-2017-03863, 2015691-2017-03864, 2015691-2017-03865, 2015691-2017-03866.